Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was returned moved out of the original position, it was found stretched and broken at the proximal section, and kinked at the distal section. The push catheter was returned kinked at the distal section and the push catheter suture hole was found torn. Also, the suture was detached, this device condition could have generated issues during the stent deployment procedure. The reported event was confirmed. As per complaint information, the issue occurred during the procedure, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use in addition to have continued attempts to retract the guide catheter or force applied to the device in order to release the stent can lead the push catheter and guide catheter to be kinked, stretched and broken. Additionally, the suture under tensile force during the procedure due to the kink/bent section could result in the tearing of the suture hole, leading the suture to be loosen. The continued handling/manipulation or force applied to the device in addition to the found device condition could result in the found issues. Therefore the most probable root cause for this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic biliary drainage (ebd) in the common bile duct. The exact event date was not reported. According to the complainant, during the procedure, when the physician tried to release the stent, the suture was stuck, the stent failed to deploy. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.